Event description:
The I-60 was opened and placed on a portion of the peripheral lung tissue. The device was closed into firing range. When the top button was pressed several times rapidly a noticeable "pop" was heard as the device began to fire. The device was removed from the tissue, revealing unformed staples. The knife appeared to have been deployed, but no cut was observed on the tissue -- no bleeding was seen. The anvil was fairly loose and in the half open position. The stapler was extracted, and visual inspection of the device revealed that the anvil was broken just proximal to the hinge pin and the "slotted" proximal ends of the anvil were missing from both sides of the anvil. The procedure was completed with another stapler. The presence of metal in the thoracic cavity was verified by x-ray. After attempting to extract the pieces through the vats incisions, and after a prolonged wait for the floroscan, the doctor chose to open a thoracotomy. The metal pieces were then extracted.

Manufacturer narrative:
The anvil of the i60 was found to be broken in confirmation of the events described. A corrective action has been undertaken to address this issue. The i60 was returned with a broken anvil, however, unit articulated both left and right as intended. Unit would not fire a reload due to damaged anvil. Unformed staples were caused by broken anvil. Reload retention posts were not damaged; that shows it was fully seated. All the staples were deployed during the case. The reload appearance looked normal.